Manufacturer narrative:
Additional information was requested from the physician. If additional information is received, a supplemental MDR will be submitted.

Event description:
It was reported that following an ablation procedure, the patient experienced complications of mild left hemiparesis with fisting and distonic movement of the left hand. An initial left facial droop was noted, as well, but has since resolved. The physician that the motor changes may be attributed anatomically to the left internal capsule and adjacent caudate nucleus. The physician also noted that there are two lesions that are very similar in size and appearance, and in the physician's mind, appear to be possible thermal lesions. It was noted that the lesion along the probe tract was approximately 2.5 cm from the target ablation site and both lesions are 0.6 cm and seen on t1, t2, and flair sequence images. There was no evidence for probe placement hemorrhage on either the pre or post treatment mr studies obtained during the litt procedure. Post-operative rehabilitative services were employed for the motor complications. There were no further patient complications reported in relation to this event. Additional information received from the physician indicated that the hemiparesis and motor complications were caused by the unintended thermal lesions.